Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The batter longevity was noted to have decreased by 1.5 years over the course of 6 months. A request for device analysis was made. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The batter longevity was noted to have decreased by 1.5 years over the course of 6 months. A request for device analysis was made. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was subsequently replaced and subsequently discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This device was successfully explanted and discarded at the hospital facility. No device return or return analysis is expected.